Event description:
During an operational check, the ventilator triggered a "ventilator service required" alarm. Investigation confirmed error code e349, indicating a communication failure between the host and the oxygen blender module (obm). The oxygen blender pca and interface pca were replaced. Post-repair tests confirmed the device functioned normally.

Manufacturer narrative:
This is a correction to MFR report: 2518422-2025-110409. In the previous report, the bad was inadvertently selected to 9/10/2025. This is incorrect, and this report is to reflect the correct become aware date to 9/9/2025.